Manufacturer narrative:
Date of event is estimated. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
Related manufacturer reference number: 3006705815-2020-30508. It was reported the patient experienced ineffective stimulation due to the inability to increase amplitude. In turn, the device auto reduces. A system diagnostic found high impedance on 14 out of the 16 contacts. Troubleshooting was performed to no avail. Upon further inspection of the implanted leads the physician believed the leads were fractured. As a result, the patient underwent surgical intervention on (B)(6) 2020, wherein the leads were explanted and replaced.

Manufacturer narrative:
The results of the investigation are inconclusive since the devices were not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined.

Manufacturer narrative:
Section h6: method code, results code, and conclusion code has been updated based on additional information received. The reported event of autoreducing/high impedances was confirmed. Both leads were returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken followed by a cam impression mark. The fractured wires are consistent with the lead being subjected to overstress while in vivo. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.